Event description:
Reporter who is a registered nurse is reporting on behalf of her father; called to report that he has had three myocardial infarctions and one stroke the following day of having a benign prostate hyperplasia procedure with the use of rezum. Reporter states that her father told her after the procedure that it was extremely painful and would not have done this type of procedure if he had known that it was as painful as it was. Also, this type of procedure was recommended by his doctor because of his history of heart disease. "My father had to start hospice on (B)(6) 2019 and he died on (B)(6) 2019''.